Event description:
A male pt initially had endovascular therapy in 2009. The physician placed one flex main body and three iliac leg grafts. Everything was uneventful until six days later, when febrile (more than usual) and blood cultures two days in 2009, grew a methicillin sensitive staph aureus. Treated with antibiotics the temperature settled. Serial CT scans showed increasing inflammation around the graft. The graft was then explanted the following month, and an axillofemoral graft was placed. The graft was gram + ve cocci on the surface as did the thrombus with the sac. Both have grown the methicillin sensitive staph. Inoculum was very substantial for infection to appear within a week. Note: groin wounds were clear and there were no venous lines at time of the sepsis declaring itself. The pt will have immunosuppression as he has a low-grade myeloproliferative disorder.

Manufacturer narrative:
Event evaluation: still under investigation.